Event description:
The patient was presented to the ER on 1/1/99 demonstrating symptoms including lethargy, mild congestion, occasional cough and some irregular breathing. The ER physician noted the infant was pale and to have apneic episodes. Blood gases were done and the patient was admitted for respiratory failure. Repeat gases were done in the nursery. The patient was intubated. On 1/2/99 the patient was noted to be stable. Shorly after, the nurse noted that the ventilator was louder than usual. She felt air leakage from the upper back of the ventilator. She called a respiratory tech. The respiratory tech made adjustments to the ventilator. The infant became more irritable. The nurse noted that the infant's abdomen was distended. An oral-gastric tube was placed to relieve distention. The patient's physician was notified and she ordered portable chest x-rays. The physician ordered the infant be taken off the ventilator and bagged until a replacement ventilator arrived.